Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition) and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact noted the medication container was empty sooner than intended. No specific details were provided. After an unspecified length of time it was reported the patient had glycemic level and liquid delivery issues. No specific details were provided. The customer contact stated the patient's hospital stay was reportedly prolonged for an unspecified additional hours. No specific details were provided. Though requested, no additional information was provided, including if any medical interventions were provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.